Manufacturer narrative:
H4: the lot was manufactured between november 12, 2019 to november 13, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during patient infusion. The event was further described as "the balloon filled with drug did not deflate." There was no report of patient injury or medical intervention associated with this event. No additional information is available.